Manufacturer narrative:
The device was returned to 3m espe on (B)(6), 2011 for eval and the results are pending. 3m espe will submit a f/u report when the eval is complete.

Event description:
On (B)(6), 2011, 3m espe was informed that a pt experienced paresthesia following placement of a 2.9 mm mdi hybrid implant in the mandible. Prior to using the product, the treating dentist had a discussion with a 3m espe technical specialist and a consulting implantologist and was advised that there is not a protocol for placing this product in the mandible. Despite the advice, the dentist sent ahead and placed the implant, resulting in the reported paresthesia. The dentist plans to remove the implant, but attempts at f/u have not yet resulted in info that would allow 3m espe to ascertain whether the paresthesia is permanent or was temporary.